Event description:
During placement of an epidural catheter, pt reportedly jumped. Crna felt a 'pop'. Removed needle and catheter and found 10 cm of the catheter had broken off and was retained in the pt. CT scans revealed catheter had migrated to the pt's renal vein necessitating transfer and surgical removal.